Event description:
It was reported that impedance testing was performed and measurements of greater than 4,000 ohms were observed on all of the biopolar pairs. It was further noted that the patient had revision surgery on the lead because of its migration. The lead was moved and reinserted into the existing internal neurostimulator (ins). The impedance on electrodes 2 and 3 were measured to be greater than 4,000 ohms before and after the leads were disconnected and cleaned. It was noted that "they attempted to clean out blood in the connector block". The ins and lead system was replaced. The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v824102, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3889-28, lot# v824102, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3889-28, lot# v995583, serial#, implanted: explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that immediately following replacement surgery, the implantable neuro stimulator (ins) was interrogated and all lead impedances were within proper range. No other intervention was needed and the patient was doing well.